Event description:
While putting the seat cane in his truck, the user noticed a break in the leg where through bolt attaches the legs. There was no fall or injury. He reported that this is the second such device that had the same problem. He did not previously report a problem as there was no adverse effect with it either.